Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The investigation determined that the reported event was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).